Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6)2011. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The right atrial (ra) lead exhibited loss of capture, elevated threshold, and a sharp drop in pacing impedance. Additional information from the clinic disclosed that an x-ray was performed and confirmed a dislodgment. The lead was programmed off and it remains in the patient. No further patient complications have been reported as a result of this event.